Event description:
This office notified of event. The pacemaker developed premature depletion and was explanted. A new pacemaker was also implanted.

Event description:
Add'l info rec'd from MFR 1/24/01: preliminary analysis confirmed premature battery depletion. Device undergoing further analysis; results will be forwarded when available.